Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that, "we had a patient who had a PICC placed (B)(6) 2024 here at dv for home antibiotics. He came in today for severe pain when flushing and leaking at the site. When the PICC was removed, it was noted to have a hole at the 10 cm line. Initially the line was placed with 2 cm out and upon arrival today it was out 7 cm. We did replace the line with a midline for the duration of antibiotics. I also did do a midas; patient was sent to ER to have the device removed. Lot number rejq0793."